Manufacturer narrative:
The pump was evaluated on 08/07/2018. The reported issue was not confirmed. The air-in-line sensor was tested to meet the specification. However, the flow rate accuracy and occlusion alarm issues were found, which were unrelated to the reported issue. The pump was calibrated and tested to meet all specifications. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instruction for use is one year. Our company records indicate that the last pm performed for this pump was on 11/10/2016.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00054).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A distributor reported an air-in-line issue with the device to zyno medical on (B)(6) 2018 and forwarded the details: "I have a zyno pump, #(B)(4). The account reports the pump continued to pump air into the patient after it was empty with no alarm or shut off. The account will not use this pump until they find out why". The customer representative at zyno medical had a phone conversation with this distributor who confirmed the reported issue of an air in line sensor not detecting air. The distributor also confirmed there was no patient injury and the event date was (B)(6) 2018. No information on solution being infused at the time of the event.